Manufacturer narrative:
(B)(4). The events of high intraocular pressure, iritis, corneal edema, and hyperemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Patient in a clinical study had a xen 45 gel stent implanted in the right eye and experienced mild corneal edema, mild conjunctival hyperemia, and moderate anterior chamber inflammation soon after. No treatment was needed for these events and they all resolved. A little over a month after implant, the patient experienced high intraocular and was hospitalized for a little over a week. The examination noted the iop in the right eye was 34mmhg. Patient underwent a successful filtering bleb separation 4 days into hospitalization. Following this, patient was given anti-inflammatory and infection prevention treatment. The subject was in stable condition and discharged 4 days later with the event resolved as the iop was 15mmhg in the right eye.